Manufacturer narrative:
The returned device data has been analyzed. The analysis demonstrated a normal device function while the device was implanted and in service. There was no indication of a device malfunction. The follow up data of (B)(6) 2016 confirmed the battery status eri. Based on the available data no conclusion can be drawn towards the root cause of the clinical observation. A detailed root cause analysis in only possible with the returned device. However, should additional relevant information or the device itself become available, the investigation will be updated

Event description:
It was reported that approximately 45 months after the implantation this ICD was replaced due to battery depletion. The device was not returned. No adverse patient side effects were reported.